Manufacturer narrative:
Additional information received that broken part has not been retrieved and patients are symptom free and no further intervention is necessary. Investigation summary: involved product that broke during use is not available and cannot be analyzed by our laboratory. Moreover, the batch number from which the broken file is originating remains incertain. Notably for this reason, no link can be established between breakage issue and information found during dhrs review (batches #1813553 and #1812202).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold primary 6-file ster 25mm broke during use. The outcome of this event is unknown as of this MDR. Further information requested.